Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received erroneous results for a total of 6 patient samples tested with multiple assays on the cobas 6000 e 601 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The following assays were involved: the elecsys tsh assay, elecsys ft3 iii, the elecsys ft4 ii assay, elecsys t3, the elecsys t4 assay, roche diagnostics cobas elecsys anti-tpo, roche diagnostics elecsys anti-tg, and the elecsys anti-tshr immunoassay. No adverse events were alleged to have occurred with the patients. The tsh reagent lot number was 354268, with an expiration date of 31-may-2019. The ft3 reagent lot number was 314666. The ft4 reagent lot number was 336701. The t3 reagent lot number was 34743703, with an expiration date of 30-nov-2019. The t4 reagent lot number was 287069. The anti-tpo reagent lot number was 342584. The anti-tg reagent lot number was 337936. The anti-tshr reagent lot number was 335843. The field service engineer checked a system reagent supply flow path, including the aspiration filters, and it was all normal. The measuring cell was changed.

Manufacturer narrative:
The reporter clarified that one erroneous result was reported outside of the laboratory, but no details were provided on which result this was. The investigation did not identify a product problem. The cause of the event could not be determined.